Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a fracture, high impedance and rising impedance. The rv was capped and replaced. During replacement of right ventricular (rv) lead it was reported that that implantable pulse generator (ipg) exhibited a set screw issue. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.